Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that touch screen does not work. The system was not in clinical use; there was no reported harm to patient/user. The device was removed from service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the touchscreen to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.